Event description:
It was reported that patient ((B)(6)) experienced uncomfortable stimulation from his newly implanted surgical lead. X-rays were taken for further interrogation revealing lead migration. Surgical intervention was undertaken on (B)(6) 2013 to reposition the device in question. In addition, the physician elected to add a percutaneous lead for therapy coverage to the patient's lower back. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.